Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while using the flexible drill driver with the gold drill guide, the driver became bound and broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.